Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was previously programmed to 3.5mg/day, simple continuous mode. The programmed bolus doses (steps) in the flex programming was scheduled for 06:30 and 14:00. It was confirmed the hcp intended to program the basal rate to the previous daily dose with the addition of two boluses. The addition of boluses was less than 20% increase, which the hcp felt confident was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown morphine 15.0mg/ ml; 3.5mgday in an implantable pump for non-malignant pain. The patient medical history and concomitant medications were unable to be obtained. The patient experienced overdose symptoms. Contributing factors included the programming of flex dosing on (B)(6) 2018. The daily dose was kept the same at 3.5mg/day with 2 boluses of 0.3mg each. The troubleshooting performed included decreasing the daily dose. The issue was considered resolved as of (B)(6) 2018. No further actions were taken. No further complications were reported/anticipated.